Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error, as bard medical does not have regulatory reporting responsibility for OEM products.

Event description:
It was reported that there was flaking from the guidewire during use. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was flaking from the guidewire during use. No patient injury was reported.